Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as due to a touch contamination during therapy. On unreported dates, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes not reported). At the time of this report, the patient had completed antibiotic therapy, and was recovered from the peritonitis. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.